Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic for a routine generator replacement procedure on (B)(6) 2021 and had high capture thresholds on their rv lead. No intervention was reported. The patient was stable throughout.